Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 600.6835. 8015 sn: (B)(4) customer wanted to know what is the cause for this error. I explain to the customer that there are two reasons on why you would be getting this error. The first one is probably cause: software issue if you can load the default network figuration. If this error is seen, the wireless network card has faulted out. I also told the customer to try this fix try uploading default network configuration, replace wireless network card, or check if the cib extension board is fully seated. Sometime it happen because we just update the software, or we just need to install the wireless app. The customer said ok that they will try that and if they have any more problems that they would call back. And the customer ended the call.